Event description:
It was reported that the patient had high lead impedance a month after vns was implanted. A few weeks later patient had a lead replacement surgery. The generator was confirmed normal by generator diagnostics, therefore it was continued for use with the newly implanted lead. Normal impedance was confirmed after replacing the lead. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. It was later reported that x-rays were not taken. The patient had not experienced any trauma or manipulation to the area prior to the high impedance observed. Pin re-insertion, visualizing the pin past the setscrew connector block, irrigating the header with saline, and using a test resistor on the generator and performing generator diagnostics was performed but there was still high impedance. The explanted lead has not been received by manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported that the suspect lead was received into product analysis. Analysis has not been completed to date.

Event description:
Product analysis was completed for the lead. The lead assembly was returned for analysis due to high impedance. The allegation of high impedance was confirmed. During the visual analysis, the ring coil was found to be broken. Scanning electron microscopy was performed on the coil break and break mate ends. Both broken ends of the coil show appearance suggesting that a stress-induced fracture (torsional appearance). However, the exact point in time of when the break occurred is unknown. No obvious pitting was identified at the break location. No other coil discontinuities were identified within the returned lead portion. With the exception of the observed coil discontinuity, and spiraled appearance of the coils, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.